Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a v-18 control wire. Visual inspection of the returned product revealed that the device has the body kinked approximately at 139.5 cm from the proximal end and the guidewire distal tip was bent. Microscopic examination of the device revealed that the proximal end of the polymer jacket was damaged, it was stretched and a few radially expanded. The overall length, outer diameter (od) of the distal tip, od of the middle of the device, and od of the proximal section were within specification. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that coating peeling occurred. The target lesion was located in the carotid artery. A 300cm, 8cm poly tip v-18 control wire was selected for use however it was noted that the tip coating falled off. The procedure was completed with another of same device. There were no patient complications reported.

Event description:
It was reported that coating peeling occurred. The target lesion was located in the carotid artery. A 300cm, 8cm poly tip v-18 control wire was selected for use however it was noted that the tip coating fell off. The procedure was completed with another of same device. There were no patient complications reported.